Manufacturer narrative:
Intuitive surgical inc. (Isi) received the large hem-o-lok clip applier instrument and completed the device evaluation. The instrument was analyzed and found to fail the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). The clip stayed attached to the clip applier and unable to be released. There are no bent tips observed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument clip was not "staying in. No further information was provided. There was no reported injury.